Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer¿s complaint of no audible alarm. The keypad also has no audible tone when the buttons are pressed, and the pump failed battery fallout testing with no audible feedback. Verified all alarms were on and loud with no change to devices audio. While performing visual inspection, it was found the pump was missing one battery stabilizer and had a bent spring pin. During repair, corrosion was found on both piezos. The front and back piezo were replaced, along with the printed circuit board (pcb).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump speaker is barely audible with the setting on high. There was no patient involvement. The technician was testing before use and could barely hear it.